Manufacturer narrative:
A visual examination of the returned device found residue that was present on the device indicating use/ handling. A physical examination of the device found the wire basket assembly separated from the device. The handle cannula was pulled out from under the set screws in the handle and pulled out of the finger ring portion of the handle assembly. The t-fitting was broken adjacent to the handle body. The coil assembly (sheath) was cut at the distal end of the heat shrink, and the distal portion was not returned. Additionally, the heat shrink presented numerous cuts. Further examination of the wire basket assembly found that the basket was cut from the basket crimp sleeve and presented nicks on the surface. The proximal section of the wire basket assembly (including the pullwire, and handle cannula) was not returned. The pull wire had been cut apart (detached) by the customer. The distal portion of pull wire returned for evaluation was cut by the user and did not present any material failure. No issues were seen with the basket wires and the tip. The set screws on the handle were properly placed in the handle assembly. The review and analysis of all available information fails to indicate a root cause or probable root cause for the reported event. The user did not return the proximal section of the pullwire component needed to determine cause of failure. Since the specific cause of the failure cannot be identified, the most probably root cause is undeterminable. A device history record (DHR) review of the lot number was performed and revealed no issues related to the reported complaint. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatable basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stone removal procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician advanced the lithotripter basket into the bile duct and captured a 8-10mm stone. An alliance handle was used in conjunction with the lithotripter basket, to perform lithotripsy. However, during lithotripsy, the handle broke away from the metal push rod that controls the basket. The physician cut the basket to remove the outer sheath and coil wrap. A cre balloon catheter was advanced into the bile duct and dilated to 20mm. Upon deflation, the physician was able to remove the basket from the bile duct and drop the stone into the duodenum, thus completing the procedure. Additionally, there were no anomalies noted with the lithotripter basket prior to use. Reportedly,the lithotripter basket was used several times in and out the bile duct before the failure occurred. Additionally, no anomalies were noted with the alliance handle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatable basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stone removal procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician advanced the lithotripter basket into the bile duct and captured a 8-10mm stone. An alliance handle was used in conjunction with the lithotripter basket, to perform lithotripsy. However, during lithotripsy, the handle broke away from the metal push rod that controls the basket. The physician cut the basket to remove the outer sheath and coil wrap. A cre balloon catheter was advanced into the bile duct and dilated to 20mm. Upon deflation, the physician was able to remove the basket from the bile duct and drop the stone into the duodenum, thus completing the procedure. Additionally, there were no anomalies noted with the lithotripter basket prior to use. Reportedly,the lithotripter basket was used several times in and out the bile duct before the failure occurred. Additionally, no anomalies were noted with the alliance handle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of handle break. Patient weight: the exact weight of the patient is unknown, however, the patient was reported to be obese. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.